Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter battery issue was reported. Data was provided for investigation. The allegation was confirmed via data as a low transmitter battery. The probable cause of the low battery alert was determined to be a transmitter failure. No injury or medical intervention was reported.